Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the scope was leaking form the biopsy channel. Additionally, a foreign white colored fiber/thread-like material clogged was identified in the air/water nozzle which attributed to the air/water flow to below specification. Also, the adhesives at the bending section cover, and around both the light guide lens and objective lens at the distal end are worn. The identity badging on the control body is damaged, there is a hole in switch button (1) and is inoperative, the scope connector is stained, image has interference.the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okm) was informed that the customer evis lucera gastrointestinal videoscope was returned for service/repair for a reported ¿leaking from the distal end¿ that was found during reprocessing. Upon inspecting and testing, the service evaluation identified a foreign white colored fiber/thread-like material clogged in the air/water nozzle. No death, injury, infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have occurred due to the following: the brush was broken while the a/w (air/water) valve was brushed and bristles entered in the a/w nozzle. Therefore, the nozzle was clogged. Reprocessing while using a non-lint free gauze caused lint to enter the a/w channel and clog the a/w nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic syste: inspection of the air-feeding function, inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual: preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surfaces while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Single use combination cleaning brush (bw-412t). Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage. Manually cleaning the endoscope and accessories_ brush the channels the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use." Olympus will continue to monitor field performance for this device.